Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom. During the eval false downstream occlusion alarms were experienced, caused by an out of specification downstream sensor current reading with a fluid filled set and the pressure plate gap was out of specification. The device was reworked and recalibrated.

Event description:
It was reported that a spectrum pump failed the downstream occlusion preventive maintenance test. It was also reported there was no pt involvement.